Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m under fill.

Manufacturer narrative:
Date received by manufacturer is corrected to 10/21/2016. Manufacturer changed.